Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 111 mg/dl at the time of incident. Customer reported damage to the insulin pump battery cap and the buttons were unresponsive. Customer stated that the insulin pump was exposed to moisture that could have led to the issues. Troubleshooting was performed and confirmed that time is not advancing. Customer also reported unexpected restart alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expect ed to return for analysis.